Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. Functional testing was performed. The allegation made by the complainant could not be confirmed. The probable root cause of the reported issue is unknown. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that device had downstream occlusion error occurred during priming. There was no patient involvement and no harm/adverse event reported.